Manufacturer narrative:
The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, reconstruction, pain, swelling, accumulation of fluid in breast, redness, imaging and pathological evaluation for alcl, seroma, total capsulectomy, asymmetry, drainage of fluid; emotional injuries including anxiety; post-operative complications including post-operative pain, multi-stage reconstruction, deformity; and other physical and emotional manifestations that are severe and ongoing.

Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, reconstruction, pain, swelling, accumulation of fluid in breast, redness, imaging and pathological evaluation for alcl, seroma, total capsulectomy, asymmetry, drainage of fluid; emotional injuries including anxiety; post-operative complications including post-operative pain, multi-stage reconstruction, deformity; and other physical and emotional manifestations that are severe and ongoing."